Event description:
The customer obtained a non-reproducible, falsely elevated vitros bhcg ii result on a single pt sample processed on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated result was not reported outside the laboratory. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation found no evidence to suggest that the vitros eci or vitros bhcg ii reagent lot #0313 did not perform as expected. The investigation determined that the initial and repeat results were obtained from the same bhcg ii lot# 0313 reagent pack and the sample primary sample container. Qc results from the bhcg ii reagent pack in question were also acceptable. The investigation found no evidence to suggest that the customer is not following the MFR's or the sample collection tube MFR's recommendations. The root cause of this event is unk.